Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the e360 ventilator lost power supply, the screen went black, and black smoke was emitted along with backup settings. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.

Manufacturer narrative:
510k number added. If information is provided in the future, a supplemental report will be issued.